Event description:
Two days after the chest tube had been in place, the tube separated from the stopcock. This occurred on the side closest to the patient. This was a factory-made connection not able to be manipulated. While no section of the device remained inside the patient, a new chest tube was inserted at bedside.

Manufacturer narrative:
Unknown as lot is unknown.